Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) with light headedness and a heart rate of 30. The device was found to be in safety mode and exhibited loss of capture and oversensing. Subsequently, the patient underwent a replacement procedure in which the device was explanted and a new device implanted, which remains in service. No additional adverse patient effects were reported.